Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on (B)(6) 2022, the patient was implanted with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). Three gore® dryseal flex introducer sheath¿s were used for the procedure. The patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported that onset date of (B)(6) 2022, there was a right upper extremity incisional hematoma, related to the vascular access. On (B)(6) 2022, there was an exploration of incision, brachial exploration, hematoma evacuation and washout. The patient tolerated the reintervention.

Manufacturer narrative:
Additional devices related to this event: dsf1245/ 25287771 UDI (B)(4) and dsf2233/ 24732020 UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Upon further investigation, it has been determined there is no allegation of deficiency on the gore® dryseal flex introducer sheath¿s dsf1233/ (B)(6), UDI (B)(4) or the dsf2233/ (B)(6) UDI (B)(4). There is no complaint or malfunction on these two gore® dryseal flex introducer sheath¿s.